Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo mg/dl, which on the system indicates a result of less than 20 mg/dl, and 95 mg/dl. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.